Event description:
The parents noticed that the child had not been responding to sound for a few days in september 2020. There is no report of an accident or trauma. The user has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Explantation was carried out but the device has not been received for investigation yet.

Event description:
The parents noticed that the child had not been responding to sound for a few days. There is no report of an accident or trauma. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents noticed that the child had not been responding to sound for a few days. There is no report of an accident, or trauma.

Event description:
The parents noticed that the child had not been responding to sound for a few days. There is no report of an accident or trauma.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.